Event description:
The customer reported the ventilator was alarming high o2. The ventilator was in use on a patient, and the customer reported there was no patient harm. During testing for the reported problem the service technician reported that when the fio2 was set to 50% or higher, the ventilator delivered an increased flow, causing the ventilator to alarm due to high inspiratory pressure (hip and occlusion svo (safety valve open). The customer did not report any occurrence of the service technician's findings during any previous usage. During normal operation, an increased flow that creates an increased inhalation pressure could be detrimental to the patient if the user does not have pressure limits set appropriately on the ventilator. The service technician replaced the sensor pcb to correct the problem. Extended self testing (est) and performance verification testing was completed and the unit passed per operating specifications.